Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however the customer declined to remove the site. During troubleshooting customer changed cartridge to address the issue. Customers blood glucose was 191 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.